Event description:
The user facility reported that after the subject device is cleaned, dried, and sterilized, it is returned to the endoscopy room. After sterilization, brown stains adhere to the paper portion of the sterile pack. The user facility is questioning if the device was insufficiently cleaned or if there is an issue with the device. Details regarding their sterilization methods were not provided by the customer. There was no patient or user harm reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reported complaint of a brown stain in the paper of the sterile package was confirmed. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that dirt of the auxiliary water tube or transferring of the residual liquid to the sterile packaging occurred. Although a brown stain of the sterile package was observed, the root cause could not be identified. This supplemental report includes an update to h3. Olympus will continue to monitor field performance for this device.